Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula reportedly came out the infusion site (leg). It was also reported that the cannula was discovered bent. The patient went to urgent care due to high blood glucose levels but no treatment was done since patient gave themselves insulin manually. According to the patient, they experienced body aches, headaches, extremely thirsty, urinating a lot and vomiting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone12.1 cgm sensor type: g7.